Event description:
An implant card was received to the manufacturer indicating that diagnostics were within normal limits with the new vns generator and lead at the surgery on (B)(6) 2012.

Event description:
The manufacturer's implant card received reported the reason for the lead replacement was due to a lead discontinuity, and the generator was replaced prophylactically.

Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2012. The explanted devices were discarded by the hospital. It was confirmed that high lead impedance was observed with systems diagnostics testing on (B)(6) 2012. The vns was originally reported as disabled due to the high impedance, but this was incorrect as the vns was left programmed on to allow for possible therapy until the surgery could be performed. As the patient's vns settings were lower than the parameters for systems diagnostics testing, it is possible the patient may have been receiving the intended therapy. Attempts for further information have been unsuccessful to date.

Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing. The vns was disabled. Vns diagnostics had last been within normal limits in (B)(6) 2012, per the reporter. X-rays were taken and the patient has been referred for full revision surgery, but this has not occurred to date. No patient trauma or device manipulation was reported by the patient to the reporter. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.